Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during testing. The following physical damage was also noted: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked reservoir tube, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during the prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer was able to complete the rewind sequence before the call happened. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.